Event description:
During baxter's evaluation of a spectrum pump, it displayed the door not fully latched message. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported door not fully latched messages, which were reproduced. The messages were found to be caused by pulled threaded inserts from front case which allowed separation between front case and mechanical assembly resulting in excessive force being required to close door. The front case assembly was replaced to correct this condition.